Event description:
It was reported that the restraint had mold on it. The product has a mildew smell through the box and the odor is even worse when the package is opened. The hospital, (B)(4), conducted cultures on the restraints and were positive for aspergillus and hyphae.

Manufacturer narrative:
Records review revealed that all previous raw material and production complied with corresponding requirements related to handling, storage, stock rotation, production, packaging, finished goods inspection etc. The review also revealed that (B)(4) single lot of raw material used for the above noted finished goods lot number, were not compliant with above procedures. The finished goods lots noted above, were produced from (B)(4) lot of raw material at vm. This raw material lot was purchased by (B)(4) in 2011. (B)(4) used this material in (B)(4) of 2012. During the period from 2011 (B)(4) expanded its storage and production facility. It was concluded that the raw material affecting the finished goods above were not rotated in stock, had packaging excessively damaged and exposed to moisture over an inordinate period of time due to multiple movement in incorrect storage, and exposure to external elements. (B)(4) (supplier) has implemented corrective actions including: proper storage facility in controlled, secured raw material warehouse environment. Inspection of packaging integrity on rir/iqc. A 100% inspection of incoming raw material at rir correction of purchasing to order only required material for open po and not to be received earlier than 2 weeks before production. Supplier concludes this was an isolated incident affecting multiple production lots from (B)(4) lot of raw material due to the above noted actions.(B)(4) concludes that the corrective actions and process controls will prohibit this event in any future production.